Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported in response to the inquiry of if they had notified their health care physician (hcp) about the por issue, ¿yes,¿ and that they had done so ¿post-op appointment on (B)(6) 2020.¿ in response to the inquiry for cause of the por message, the patient reported they ¿turned off for surgery,¿ that they returned from it and ¿it would not reset, gave code.¿ in response to the inquiry for what steps had been taken to resolve the por issue, the patient reported that they called the hcp office and the hcp office called the manufacturer representative (rep,) who then called the patient to set an appointment to meet them. In response to the inquiry of if the issues had been resolved, the patient reported ¿yes, the unit works better than it did before.¿ the patient stated that the rep did ¿very well in setting it.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had surgery today to implant the ins deeper because it was crooked (the corner was sticking out). This happened gradually. The patient thought this happened because of weight gain they had. After the surgery, they went home and took a nap and went to turn the stimulation on but got a power-on-reset (por) message. It was reviewed with the patient that they needed to get the message cleared by their doctor or the manufacturer¿s representative to get the therapy back. The patient was going to call the manufacturer¿s representative. There were no further complications reported or anticipated.